Event description:
Error description: on (B) (6) 2008 the customer reported that a treatment fraction with the varisource ix afterloader was interrupted with an e9 error message (afterloader has reported dwell complete while one second or more is still remaining). The error message was displayed for position 2 of a 1 channel fraction (4 positions). The planned dwell time was 624.81s and the dwell item in positon 2 was 156.80s. The above error message indicates that the afterloader did not complete the planned treatment time and in this case the missing treatment time was 65.5s in position 2. The treatment delivery record stated that the dwell time in position 2 was completed while the console software indicated that there was 65.5s remaining to complete the planned dwell time in position 2. In the continuation of this fraction, the 65.5s in position 2 were not treated. In summary all 4 positions were treated, but the total delivered treatment time was 559.31s instead of 624.81s for this fraction.

Manufacturer narrative:
In an initial corrective action, a service technical information was issued to inform all field service engineers about the situation. If an e9 error message is displayed, the user has to contact varian medical systems in order to correct the cause. This is advised in the user manual. This report is based on information from third party or developed by varian medical systems. By submitting this report, the company is not admitting that the product identified has malfunctions, is defective or has caused or contributed to a serious injury or death. Information provided in this report is based on the assumption that the information currently available is true and accurate.